Event description:
It was reported that during an implant procedure, the lead thresholds were always high and other parameters were not ideal. The lead was removed and visually inspected. The physician suspected the lead front end bend was abnormal. The lead was not used and a different lead was implanted successfully.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.